Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure, one resolute onyx des was implanted in the 1st diagonal. One day post index procedure, procedure related myocardial infarction was reported. The patient was hospitalized. The investigator assessed the event as not related to the device or antiplatelet medication. The patient recovered.

Manufacturer narrative:
Cec adjudicated mi as a non q wave mi (target vessel) 3rd udmi peri pci in the 1st diagonal branch. Loss of side branch was reported. If information is provided in the future, a supplemental report will be issued.